Event description:
Customer reported that the paramedics were called twice and she was hospitalized due to low and high blood glucose. Customer stated that the low blood glucose reading was unknown the first hospitalization. The second hospitalization for high blood glucose, the blood glucose reading was over 600 mg/dl when paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.